Event description:
Caller reported a cartridge alarm, specifically alarm 20. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Reportedly, customer reverted to manual injections for insulin therapy.